Manufacturer narrative:
The customer returned the suspect strips and the meter. The returned meter & strips were tested in comparison to a retention meter & masterlot strips. All of the inr values were within the specified maximum difference between measurements. There were no error messages that occurred. The complaint has not been substantiated.

Event description:
The customer reported that while using the coaguchek xs meter (serial number (B)(4)), he obtained the results of 8.0 inr and 4.1 inr within minutes of each other while using different fingers for the capillary samples. He called his doctor regarding these results and was advised to come in and get another inr test using the doctor's meter. It is not known what meter the doctor's office uses and the customer has not followed through with his doctor's request at the time of the report. There was no changes to any medication based on these values. The customer's therapeutic range is 2.5-3.5 inr. The customer is not on heparin or any direct thrombin inhibitors. He does not have any antiphospholipid antibodies. The customer is feeling fine. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. The relevant retention test strips (lot 29398621) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable.